Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm on several different batteries. Customer¿s blood glucose level was 5 mmol/l at the time of incident. Customer stated that they already restarted insulin pump by removing battery for three hour and they also replaced battery cap but alarm reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, active current measurement, and the displacement test however, the insulin pump was received with high sleep current due to high resistance on the internal battery connector. The power management tool confirmed the unloaded voltage and loaded voltage (loaded vlith) was within spec range. No power error alarm noted during testing or in the downloaded history files.